Event description:
The user reported that the device developed a fibrin sheath that inhibited the flow rate. The user did not provide a lot number. No patient harm or injury was reported.

Manufacturer narrative:
One device was received for evaluation. The user provided an x-ray image of the catheter. The customer reports that the fibrin sheath is able to be visualized in the image. No evidence of a fibrin sheath was observed on the returned device. No root cause was determined. Since the lot number was not provided, the device history record and complaint database could not be reviewed.